Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient will undergo a revision procedure wherein the ipg will be relocated and replaced per physician's preference.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient will undergo a revision procedure wherein the ipg will be relocated and replaced per physician's preference.